Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code ¿malf 9.¿ the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Cts provided pump reset information and assisted the customer in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again.